Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two infusion set was accidentally pulled out during use due to tubing catching on something or pump falling (B)(6) 2026. The blood glucose level was high and the patient was treated with correction bolus via pump no further information available